Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty. Post-operatively, the cement extravasated into the blood stream and the cement entered the patient's brains, lungs and fingers. The patient had 3 strokes following the surgery. It was alleged that the cement was faulty and hence, it entered the blood stream.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.